Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, it was found that the tip of the device was deformed when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 4/14/2022

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5st device was returned outside of the original packaging. Upon visual inspection of the device was received with the tip of the sleeve damaged melted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.